Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There is one other equivalent events/incident for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and medical imaging received by endologix found the type ia endoleak (resolved) is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint cannot be determined. Procedure related harms could not be determined. The endoleak was reported as resolved at the three-month follow-up. The patient remains under ongoing surveillance and monitoring. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2025 with the implant of an alto abdominal stent graft system. Routine follow-up approximately 30 days post-procedure conducted a computed tomography (CT) scan that showed the type ia endoleak persisted. Computed tomography angiography (cta) after three months showed the type ia endoleak had resolved. The patient is being monitored.